Manufacturer narrative:
Company rep evaluated the unit. Correction includes replacement of the co2 module. Unit was calibrated safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport v monitor, which may have affected co2 monitoring. No pt injury was reported.